Event description:
Customer reported that the insulin pump's screen was difficult to read due to ink bleeding. Customer reported that the insulin pump had possibly been dropped. Customer also reported that the insulin pump's display screen was cracked. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.